Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that there was a stent fracture and a fabric type iii endoleak noted. The decision was made to use another manufacturer's stent graft to reline the iliac limb and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), (cause of event is unknown). Conclusion: (cause of event is unknown).